Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: according to the complainant, when the nurse walked in, many champagne bubbles were found in the tubing that were not there before. The intravenous (IV) fluid was stopped and the nurse reprimed the tubing until all bubbles were gone. The tubing was primed on the pump. Additionally, the tubing was fully seated inside the pump by the air sensor. This fluid had been running for over 24 hours with no bubbles and then bubbles just appeared in the tubing at the nurses one hour check. Reportedly, the bag was fully spiked with no problems observed in the previous 24 hours. The medication was dextrose 10% in water (d10w) and it was not refrigerated. No injury reported.